Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 42224. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. The issue was unable to be seen or replicated. No fault found with the returned system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.